Event description:
It was reported that automatic mode switch events showed an irregular rhythm. Upon review of the episode intermittent loss of capture was observed. Reprogramming was recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.